Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06918. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had the concurrent procedures of vaginal vault suspension, vaginal prolapse, rectocele and enterocele repair performed during mesh implantation. It was reported that following insertion the patient experienced infection, urinary problems, and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/02/2016. It was reported that patient underwent concurrent cystourethroscopy procedure.

Manufacturer narrative:
Patient codes: (B)(4) it was reported that the patient underwent removal of midurethral sling mesh and removal of anterior vaginal wall mesh on (b)96)2017 by (B)(6), md due to urinary retention.